Event description:
Complainant alleged that the clinicians were cardioverting a pt (age and gender unk.) The clinicians were using lead 2 to monitor the pt's heart rhythm. The clinicians successfully shocked the pt once at 200 joules. Upon their second attempt to shock the pt, again at 200 joules, the device screen went blank, but the device did not lose power. The clinicians shut the device off and turned it on again, and the screen display was then functional. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.